Manufacturer narrative:
Exact date unknown, event occurred couple of years ago from the aware date. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 18915044/19496748.

Event description:
It was reported that the patient had inadequate stimulation despite reprogramming attempts. All components were explanted and discarded.